Event description:
Healthcare professional reported via sus voluntary event report#: (B)(4) breast implant ruptured, device malfunction - that is, the device did not do what was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working). Record for left side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "implant ruptured, device malfunction - that is, the device did not do what was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working)."